Event description:
It was reported that upon getting ready for transport, the patient's centrimag motor was moved off of the cart and onto the operating room bed. There was noise noted from the pump head and the speed dropped to 0 rotations per minute (rpm). The patient became momentarily hypotensive and the flows on their left ventricular assist device (lvad) dropped momentarily as well. The rpm's were 0 and they were unable to change the speed on the pump. No command was working to restart the pump. An emergency switch to the backup protocol was followed in a timely manner and the patient was placed back on right ventricular assist device (rvad) support. Log files were not available.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.